Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal the night before. Blood glucose value was 10 mmol/l and then quickly moved to 12 mmol/l; the customer disconnected the insulin pump and treated with manual injection but in the morning, it had gone to 24 mmol/l and customer was vomiting. Customer gave a manual shot again and was currently at 11.4 mmol/l. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. The customer also received a failed battery test. The insulin pump passed the displacement test and selftest. Motor error did not recur. It was advised to monitor the device.